Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Method: a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Microbiological testing of the returned sample as well as a retained sample were within specifications. Chemistry testing of a retained sample was within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a female patient experienced pain, redness and inflammation in her eyes while using consept one step. The patient reported she sought medical treatment at a hospital where she reported a diagnosis of temporary and chronic inflammation. She was prescribed levofloxacin and hyalein ophthalmic solution. By (B)(6) 2014 she had recovered. The patient reports she has used the product for ten years. This report is for the neutralizing tablets. A separate report is filed for the hydrogen peroxide solution.